Manufacturer narrative:
The void label was retrieved from the bhr records. The product information for the device and carton labels are correct indicating a 20.5 diopter. A reprint of the label set for the specific serial number was obtained from the labeling group. The labels were verified to contain the correct diopter designation 20.5. The label set contains the carton label and additional labels provided for the end user. The root cause appears to be related to an issue at the reporting facility. The reporting facility could not determine how the 20.5 diopter lens was implanted instead of the intended 22.0 diopter. The reporting facility theorized that the product carton label was incorrect and must have indicated 22.0 diopter and the internal device was 20.5. Further information was provided that facility did not realize the error until the patient came back for the post op appointment. The packaging and device were not available for review. All product label information is printed from a validated system with one label set for each serial number. The outer carton label diopter cannot differ from the label on the ultrasert device. The product diopter is tied to the specific lot number/serial number. The void label from the bhr was verified to be correct for a 20.5 diopter - carton label and device mylar. A reprint of the label set for the specific serial number was obtained from the labeling group. The label set contains the carton label and additional labels provided for the end user. The labels are correct and indicate 20.5 diopter. Product labels receive a 100% electronic verification scan when packaging the individual serial number. A second 100% electronic verification scan is conducted at the overwrap process. This scan verifies that the device barcode and the outer carton barcode match. Based on the verification of the labeling for the indicated serial number, the labeling met specification and contained the correct product information. As with any prescription all labeling should be verified before the product is used. The instruction for use (IFU) instructs: examine the label on the unopened outer box for model, power, proper configuration, and expiration date. After opening the cardboard outer box, inspect the device package for any damage. Next, verify that the lens information on the device label (e.g., model, power, and serial number) is consistent with the information on the outer box labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product is correct as labeled for a 20.5. Labels are printed through sap. The outer carton label diopter cannot be different from the label on the company device. The product diopter is tied to the specific lot number. There are two 100% electronic verifications at packaging for the carton and the device label. Sap shows the serial number shipped to hospital (B)(6) 2023. This is the only shipment for this serial number. Shipping/distribution date is generated per a scan of the outer carton barcode label the outer label would be correct for a company lens 20.5. Diopter as indicated in sap in the shipping history. The manufacturer internal reference number is: 2023-32326.

Event description:
An other health care professional reported that on post operation appointment, the patient complained that the visual acuity was not as expected. It was noticed that a wrong power (20.5) lens was placed in the eye instead of 22.0 power lens. According to the hospital staff, the outer packaging stated a 22.0 power lens but had a 20.5 power lens inside, that's why a wrong lens was implanted. The lens was explanted and replaced with another lens in a secondary procedure. The patient's symptoms had been resolved.